Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 2.5, lab: 1.7. Meter and lab testing was done 4 hours apart. Patient self tester was recently released from the hospital for a blood clot. Patient was admitted on (B)(6) 2011. No other information regarding hospitalization was provided. Currently taking coumadin and lovenox. Started taking lovenox during hospitalization. Caller reports performing the finger stick before green light appears. Replacement inratio2 meter and strips sent to the patient.

Manufacturer narrative:
Investigation pending.